Event description:
In 2002 the implant physician reported adjustments were made to the pt's stimulator with the pt's hand-held device for improved pain control. The hcp had been in contact with the pt by telephone on several occasions in regards to follow-up care/physicians. In sept 2002 a MFR employee reported the pt had a seizure after reprogramming the device, no telemetry strips were printed. Further investigation indicated the implant doctor instructed the pt not to increase a setting over 4.0, that it may induce seizures. The parameters were not to be adjusted/increased by anyone else but the implant doctor. The implant doctor is located in a different state than where the pt lives. The pt found another hcp to handle the reprogramming of the device. It appears the settings were increased to the point of not being able to talk, pt suffered a seizure and was transported by ambulance. No report of device explantation. A follow-up report will be sent when add'l info is received.